Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was moderate calcification in the proximal aortic neck. It was reported another manufacturer's balloon was used to model all seal zones. A final angiogram revealed an unknown endoleak about 1 1/2 cm below the top of the stent graft. The physician used a reliant balloon to model the bifurcated stent neck portion. The physician performed another angiogram and the endoleak still remained. The physician stated that the cause of the event is unknown. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.